Event description:
It was reported that the patient went to the clinic because this inflatable penile prosthesis (ipp) was not working properly. A surgical procedure was performed, during which a crack in the pump connecting tube was identified. The cause of crack in the pump connecting tube was not detailed by the hospital. All the components were removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was microscopically inspected, leak and functionally tested. Microscope examination revealed that the pump kink resistant tubing (krt) had two holes from sharp instrument. The pump passed the leakage and functional test. Both cylinders were microscopically inspected, and leak tested. Both cylinders passed microscope examination and leakage test. The reservoir was microscopically inspected, and leak tested. Reservoir passed microscope examination and leakage test. Based on the information available and analysis results, the sharp instrument damage found on the device is considered a secondary failure, so the allegation of a mechanical issue and a hole/perforation is unable to be confirmed; therefore, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient went to the clinic because this inflatable penile prosthesis (ipp) was not working properly. A surgical procedure was performed, during which a crack in the pump connecting tube was identified. The cause of crack in the pump connecting tube was not detailed by the hospital. All the components were removed and replaced. There were no patient complications reported.